Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited variable and gradually increasing shock impedance measurements up to out of range values greater than 125 ohms, likely due to lead calcification. Technical services (ts) recommended increasing the upper limit alert value to 150 ohms. This lead remains in service, and will continue to be monitored. No adverse patient effects were reported.